Event description:
Incorrect joint behavior: no stance phase resistance. The joint unlocked in december and the user fell. He only contacted us now because he thought he had made a gait-error. Until now, the joint has worked properly again. But now the error has occurred again. The user was standing in front of the supermarket and then the joint released, causing him to fall.